Event description:
It was reported that the patient¿s second pump (implanted (B)(6) 2014) was not secure and it ¿fell down into the hip¿ and had to be replaced in (B)(6) 2014. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).